Event description:
It was reported that a pt experienced an episode of vt (ventricular tachycardia) that was not identified by the ics (infinity central station). The ics reportedly did not alarm and did not generate a strip recording of the episode. The ics has remained in use and no further problems have been reported. (B) (4).

Manufacturer narrative:
We are still investigating this reported incident. A f/u will be submitted as soon as our investigation is complete.